Event description:
Procedure: laparoscopic cholecystectomy. After insertion of the cannula into the cavity, the tip of the cannula was found to have broken. The device was removed and another used. No patient injury reported.